Manufacturer narrative:
The device has been reported as discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where sterilization was compromised. The packaging of the product was a bit defective. When customer open the product they believed that the sterility was compromised. The customer said that the box was not broken, however, they commented that the plastic support were the catheter was inserted was bad set, so when they open the pouch the catheter literally fell down, because it was not well held, as it used to be. There was no consequence of the patient. The customer¿s reported issue of the catheter falling out of the packaging is not MDR reportable as issue was detected prior to the procedure. The risk to patient is low. This event has been assessed as MDR reportable for the issue of compromised sterilization.